Manufacturer narrative:
On the field service engineer's follow-up service visit, he replaced the sipper and vacuum nozzle solenoids, replaced the sensor, and cleaned and lubricated the shaft. He performed ion-selective electrode checks, calibrations, and qcs. The investigation determined the event was consistent with an electrical issue. The investigation did not identify the specific cause of the event. The issue appeared to be resolved by the service actions. The customer did not report any other issues after service.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The customer tightened screws and performed an ise check that passed. The field service engineer replaced the ultrasonic mixer and the guide pin for the vacuum nozzle and ran ise checks which were all acceptable. Calibration and qc passed. The investigation is ongoing.

Event description:
There was an allegation of questionable ise results from the cobas 8000 cobas ise module (double). An example was provided of an initial sodium result of 129 mmol/l and a repeat result of 141 mmol/l.